Manufacturer narrative:
It was reported that the patient had limited range of motion in flexion due to scar tissue and extra cement on the back of the tibial component. Revision surgery is planned to remove the cement pieces, remove scar tissue, and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had limited range of motion in flexion due to scar tissue and extra cement on the back of the tibial component. Revision surgery is planned to remove the cement pieces, remove scar tissue, and exchange the poly inserts.